Manufacturer narrative:
Final analysis found that lead insertion test performed on both atrial and ventricular connector blocks recorded insertion force out of specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, the leads could not be connected to the pulse generator. The pulse generator was not used and a new device was implanted.